Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that one stent strut is deformed at the proximal end of the stent. Microscopic analysis revealed stent imprint on the exposed balloon surface, indicating that the deformed strut was initially crimped on the balloon. The stent protector was not returned for analysis. A reference stent protector could not be applied over the deformed strut without bending it further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. Before using the device, it was noticed that a stent strut was sticking out. The device was not used.